Event description:
The customer reported they had run 3 serial samples (0, 3, and 6 hrs) for accutni and reported the results. All were above 30.0 ng/ml. (0.50 ng/ml is the ami cutoff per directional insert). The physician questioned the results. Ckmb values on the pt were normal. Customer sent the 0 hr sample to a reference lab and the troponin I result was <0.2 on the bayer centaur. (<1.5 is normal for bayer). Sample was tested by beckman coulter for the possibility of heterophile antibiody interference. This testing was negative. The sample was tested in house for accutni and the results were still elevated. But not as high as the results observed by the customer. (In-house results were 20.6 ng/ml). The reason for the elevated accutni results cannot be determined at this time. The co has not received any reports of treatment initiated or withheld, due to the elevated accutni result on the pt. Co has not received any reports of adverse outcome to the pt.